Event description:
It was reported that a patient presented with pain and dyspnea approximately 4 years post implantation of a ribfix plating system. A CT scan was taken and revealed a plate fracture. No intervention or revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b2, b4, b5, d6b, e1,g3, g6, h2, h6, h11. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient presented with pain and dyspnea approximately 4 years post implantation of a ribfix plating system. A CT scan was taken and revealed a plate fracture. Subsequently, the patient underwent a revision procedure approximately 4 years and 3 months post implantation due to the discovered plate fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. Attempts have been made to gather all product identification information and no further information has been provided. No product was returned, or photos provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: images not sent to radiology as the revision notes provide sufficient dictation of findings. Medical records state: significant past medical history: bilateral pleurisy, copd, tobacco use, htn, chronic dvt, enlarged heart. (B)(6) 2020 initial surgery- right vats partial pleurectomy, pleural biopsy, chest reconstruction with rib plating. 8th rib found fractured in 3 pieces from 2 separate places, plated and screwed, then sutured to 9th rib. 2 year post op x-ray report- reason for exam: s/p vats ¿ chest tube, pleur -x, pigtail. No substantial pneumothorax visualized. Stable lung aeration. 4 year post op office visit- follows up for CT of chest, ¿reports continued pain on his right side for the last several months he endorses some dyspnea on exertion. He denies any fever, chills, oxygen use, smoking.¿. CT findings: ¿there are old rib fractures on the right. Metallic strap bridges on of the fractures and this strategy has fractured.¿ a definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.